Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and increased sensing integrity counter (sic). It was further determined, the lia triggered while the patient was undergoing a laminectomy surgery and it was thought that the sensing and noise issues were due to the surgery. Additionally, it was reported the patient received an inappropriate shock during the procedure. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.